Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the defective event was caused by stress of repeated use, external factors, or handling of the device. The event can be detected/prevented by following the instructions for use which state: instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.3 ¿inspection of the endoscope¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope angle fixation was weak. The device was returned for evaluation. During the device evaluation, it was found that the adhesive around the objective lens was peeled off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed; the bending section could not be fixed firmly due to damage on the forceps elevator lever. The additional evaluation findings were as follows: the adhesive on the bending section cover had a chip and scratch, and the control unit, grip, switch 1, up/down angulation level plate, right/left plate, forceps elevator, angulation lever, universal cord, light guide connector, light guide cover, video connector, and video connector case were scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.